Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model d1000. This product was used for the product code and 501k. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a conector tego¿ that experienced no flow. It was reported that the tunneled central catheter was connected to the extracorporeal circuit, following the protocol, and a collapse in the arterial line blood pressure was observed. When reviewing with syringes, normal return with adequate flow was observed. An attempt was made to reconnect, and again, the flow was collapsed. The silicone part was observed to be displaced, and a possible damage to the tego was considered. It was replaced and presented normal pressures and flows. The event occurred 10 seconds after the start of hemodialysis and hemodialysis in postdilution line treatment. The event was reported to the authorities by the renal unit. There was patient involvement: a man, 65 years old, weight 77 kg. According to the report, there was no harm to the patient.

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the torn seal leading to a seal collapse is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.